Event description:
It was reported that during a total knee arthroplasty procedure shavings from the blade fell into the surgical site. It was also reported that the shavings were removed using pulsed lavage and there were no adverse consequences to the pt. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that the blade teeth were very worn. The returned blade was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.